Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the event, the patient was hospitalized for peritonitis. Treatment details and cause of the event were not reported. Action taken with therapy was not reported. The outcome of the event was not reported. No additional information is available.this is report 1 of 3.

Manufacturer narrative:
(B)(4). The device code and conclusion code was updated to reflect that the cause of the event was a use error (device code 2993 was replaced with 2017 and conclusion code 92 was replaced with 61). It was reported during follow up that the patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequently not reported). It was reported that the patient recovered from the peritonitis event three days after onset. The patient was retrained on aseptic technique. A week after the onset and hospitalization, the patient was discharged from the hospital. It was reported that the patient had recovered from the peritonitis event and had been retrained on aseptic technique. The pd therapy was ongoing. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.